Event description:
A philips employee became aware of a journal article (published online 27jan2018) ¿long-term clinical outcomes after treatment with excimer laser coronary atherectomy for in-stent restenosis of drug-eluting stent¿. The study retrospectively aimed to establish success and complication rates of excimer laser coronary atherectomy (elca) in a contemporary series of patients with balloon failure during percutaneous coronary intervention (pci) of both chronic total occlusions (cto) and lesions with distal timi 3 flow. A total of 913 consecutive patients with 1024 lesions who underwent pci were enrolled in the study between january 2012 and march 2015. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 myocardial infarction and 5 target lesion revascularizations. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 27jan2018 has been used, the date of publication. Ichimoto, eiji,kadohira, tadayuki,nakayama, takashi,de gregorio, joseph. 2018. Long-term clinical outcomes after treatment with excimer laser coronary atherectomy for in-stent restenosis of drug-eluting stent international heart journal, 59(1): 14-20. Https://www.jstage.jst.go.jp/article/ihj/59/1/59_16-638/_article. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 66.1 ± 8.2. A3a) patient sex - majority sex: 65.2% of patients were male. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.